Event description:
Pt was injected into nlf's and the left oral commissure. Later that afternoon reported that she felt "weird". By the middle of the night her face was swollen and she was having trouble breathing through her left nostril. She called the facility the next morning and was advised to take benadryl and claritin and sleep in an elevated position. She was also told that sometimes pts can experience swelling for 24-72 hours post injection. The pt continued to experience swelling went to a doctor for treatment. The doctor prescribed kenalog and a medrol dose pack. Her condition showed improvement later that day and has since completely resolved.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.